Manufacturer narrative:
Tw ID# (B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No final testing was conducted due to the condition of the heater wire. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was not confirmed, however, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000315706 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 did not activate. No components of the device (metal / silicone) were detached into the harvesting tunnel / inside the patient. All components are still there, the wire on the jaws separated from the distal end but still attached to the proximal edge of the jaw. There was not any resistance noted while inserting the harvesting tool into the cannula. Visual inspection of the device shows the wire at the tip of harvesting tool came off. Customer opened a new vh-4000 to complete the case. No patient harms/effects were reported.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 did not activate. Customer opened a new vh-4000 to complete the case.